Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The vigilance responsible of the hospital reported via certified e-mail that, "a pt underwent a revision surgery due to loosening of the shell on (B)(6) 2011. The device was implanted on (B)(6) 2007 due to coxarthritis. During the surgical procedure the shell the head and the screws were removed and substituted."